Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye noted that the opening of the cap was found cracked on two positions and the two cracks were symmetrical. There was iodine that had leaked and stained the threads and the surface of the cap. Functional testing was performed; leak testing failed due to the cracks on the minicap. The cause of the condition was determined to be due over tightening when connecting the cap or repeated use of the cap. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of a returned sample, it was discovered that there was a crack on the minicap. The minicap had been returned for evaluation after the customer observed an issue during use. There was no patient injury or medical intervention associated with this event. No additional information is available.